Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported after follow up with the clinic that the device was functioning appropriately and the electrocardiogram was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient¿s spouse noticed the implantable pulse generator (ipg) sounded like it was ¿skipping a little bit¿ and after an electrocardiogram (ECG), the patient was informed the device was malfunctioning. No further information is available at this time. No patient complications have been reported as a result of this event.